Manufacturer narrative:
Please note that there was no death or no severe injury involved in the incident. User facility has requested the customer to return the reported unit to its MFR, flight medical ltd., for investigation.